Event description:
It was reported non-sustained right ventricular over-sensing was observed on a remote transmission, which appears to be occasional post-paced t wave over-sensing. There were no adverse health consequences, the patient was stable. No intervention was performed. The device is being monitored.

Event description:
New information received indicated that device reprogramming was made to resolve the post-paced t wave over-sensing. No further reports of over-sensing was noted.